Event description:
Infant was placed in isolette for 10 days and weighed each night. Isolette was then changed to a different one and when infant was weighed, weight gain of almost (B)(6)grams was noted. Infant reweighed on several of the unit's infant scales and then a radiant warmer. All of the scales were similar in weight except for the isolette. Isolette removed from unit.